Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal (500 mcg/ml at 25 mcg/day) via an implanted infusion pump. It was reported the patient's incision was not healing correctly after the patient was implanted on (B)(6) 2020. The plastic surgery team was concerned the pocket site would become infected, so they are opening up the site, cleaning it out, and then closing the site on (B)(6) 2020. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via saol therapeutics. The patient was described a white (race), height of 5 foot 6 inches, with a weight of 269 pounds. The patient¿s medical history included multiple sclerosis with spasticity and the patient was unable to work. Concomitant medications at the time of the event included gabapentin (300 mg, oral), zanaflex (4 mg), wellbutrin sr (100 mg daily), trospium chloride (60 mg daily), sertaline hcl (100 mg), carbamazepine (100 mg bid), and atrovastatin calcium (20 mg daily). It was noted that as per a healthcare provider, the event had nothing to do with the lioresal or baclofen pump. The patient was seen in the healthcare provider¿s office on (B)(6)2020 for their two-week post operation evaluation. Superficial wound infection in the back wound was indicated. The patient was given instructions on what to do and not to do; dry dressings at the (B)(6)2020 visit was noted. The patient was admitted on (B)(6)2020 and discharged on (B)(6)2020. The admitting diagnosis was non-healing incisions. On (B)(6)2020 the patient was taken to surgery for debridement of the wounds. When the sutures were removed by the primary care provider, the patient had dehiscence of the wound edges. The underlying hardware, pump, and tubing (catheter) were not involved. The medication was not the cause of this problem. It was further noted that the patient had gone to her primary care office and t hey accidently removed the internal sutures and so the wound didn¿t heal. The then took the patient to surgery to reclose the wound and they sent off cultures to make sure there wasn¿t an infection, and everything came back negative for any growth. The healthcare provider did not know the ndc number and lot number regarding lioresal.